Event description:
It was reported that following the implantation of an inflatable penile prosthesis (ipp), the pump of this artificial urinary sphincter (aus) had migrated and was difficult for the patient to access. The physician believes that the aus pump tubing was too redundant causing the migration. A surgical procedure was performed, during which the existing aus pump was removed and replaced with a new one. No patient complications were reported.